Manufacturer narrative:
Product event: (B)(6) patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) feed reports; the plasmablade device when activated on cut 5 caused over sensing on st jude ICD¿s and inhibited pacing even in voo (ventricular asynchronous pacing). The surgeon reports this has happened in a total of three cases, however case details are unknown. There was no patient impact reported. This record represents the 3rd of 3 cases.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.